Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2025. During the procedure, the kits presented the alloy containment mechanism in an erratic positioning and broken containment wires and alloys. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo/video of the complaint device outside the patient was provided by the customer and shows the suture was broken.

Manufacturer narrative:
Block d2b (pro code (product code)): mnd block h6: imdrf device code a0401 captures the reportable event of suture broken. Imdrf device code a04 captures the reportable event of bands damaged.

Manufacturer narrative:
Block h2: correction: correction to blocks d2a common device name and d2b pro code. Block h6: imdrf device code a0401 captures the reportable event of suture broken. Imdrf device code a04 captures the reportable event of bands damaged. Block h11: the speedband superview super 7 was not returned; however, photos and videos of the complaint device were provided by the complainant. Per media analysis, it showed the suture detachment and break that cause unable to deploy. No other problems with the device were noted from the photo. Upon media analysis, it was observed that the suture detachment and break that cause unable to deploy. Since the device was not returned for analysis, a deep inspection of the device could not be performed to determine the most possible root cause of the problem. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2025. During the procedure, the kits presented the alloy containment mechanism in an erratic positioning and broken containment wires and alloys. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo/video of the complaint device outside the patient was provided by the customer and shows the suture was broken. The device was not returned.

Manufacturer narrative:
Block d2b (pro code (product code)): mnd. Block h6: imdrf device code a0401 captures the reportable event of suture broken. Imdrf device code a04 captures the reportable event of bands damaged. Block h11: the speedband superview super 7 was not returned; however, photos and videos of the complaint device were provided by the complainant. Per media analysis, it showed the suture detachment and break that cause unable to deploy. No other problems with the device were noted from the photo. Upon media analysis, it was observed that the suture detachment and break that cause unable to deploy. Since the device was not returned for analysis, a deep inspection of the device could not be performed to determine the most possible root cause of the problem. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2025. During the procedure, the kits presented the alloy containment mechanism in an erratic positioning and broken containment wires and alloys. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo/video of the complaint device outside the patient was provided by the customer and shows the suture was broken.